Event description:
It was reported, IV line was attached to patient and pump started to alarm. When assessing the line, a drop of liquid from channel noted falling onto IV pole. Channel opened and unable to assess origin of leak, but moisture noted. Additional information: what was the medication/fluid in use at the time of the event? Pemtrexed. Was this a chemotherapy drug? Yes. What was the impact to the patient? None.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2420-0007 and lot: 25123024 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.